Event description:
Patient was repositioned in bed which resulted in the bed alarm going off. Before leaving the room, staff ensured that the bed check was activated by witnessing a blinking green light. A short time later, a loud noise was heard but no bed alarm. Staff responded and only after they were in the room did the bed alarm sound. The patient had fallen out of bed and the bed alarm sounded after a significant delay. Patient suffered minor skin tear to forehead and elbow. CT head was negative.